Event description:
Internal battery failure. The manufacturer received information alleging internal battery failure error occurred during device evaluation. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation and review of the device error logs, it was identified that error e-282 "internal battery depleted" and e-193 "perm fail int li ion" was recorded. The device's internal battery was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement.